Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and no fault was found. The gas modules was changed preventively. During simulated use test may 6, of the air and o2 gas modules in a ventilator, the ventilator generated alarms for low o2 concentration. Evaluation of the received device logs confirms that the matching event occurrence of the high o2 concentration alarms. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 and air gas module, where concluded that the solenoid has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).